Manufacturer narrative:
The reported event of unsuitable capture threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade. During the procedure, the physician was unable to obtain an acceptable capture threshold with the left ventricular lead. The lead was replaced and the procedure was completed. The patient was in stable condition.